Event description:
On 02/24/2026, fujifilm healthcare americas corporation became aware of an event involving eb-580t. It was reported that the tip of the bronchoscope came off and fell into the patient's airway. Customer was unable to use the scope. Customer had to retrieve the distal tip out of the airway of the patient then switch scopes. The patient has recovered and was discharged home. No additional treatment or monitoring was required. The patient did not experience any harm, injury, or complications after the procedure. The procedure was completed after switching the scope. There was a 10-minute delay to remove the piece of the scope that fell off and switch the scopes. The patient remained under anesthesia during the delay. The delay did not impact the patient or procedure. Due to a piece of the device falling into the patient's cavity, fujifilm healthcare americas corporation is reporting this event in an abdunance of caution. Ref: fujifilm healthcare americas corporation complaint #(B)(4).